Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; endovascular treatment of proximal para-anastomotic aneurysms after previous surgical repair of infrarenal aortic aneurysms by the chimney technique georgios I karaolanis , marco damiano pipitone, giovanni torsello, martin austermann and konstantinos p donas department of vascular surgery, st. Franziskus hospital, mu¨nster, germany doi: 10.1177/1708538118805304. Against IFU due to use in short neck anatomy. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients in conjunction with chimney grafts for the endovascular treatment of patients with para anastomotic aneurysm after previous open surgical repair of infrarenal aortic aneurysms. The following adverse event were noted; serious injury; occlusion, bypass procedure.